Manufacturer narrative:
A device evaluation confirmed the customer allegation. The blockage appeared to be a purple plastic like material. The suggested route cause for the debris in the air / water nozzle is user handling. A comprehensive leakage check was completed and the device was not leaking. The light cover glass adhesive and optical cover glass adhesive was worn out. The edge of the distal end adhesive was uneven. The air channel volume and water channel volume did not meet the standard value. The water flow and water removal ability failed to meet the specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the channel number two (2) of the evis lucera colonovideoscope was not connecting and was blocked. There was no air/water flow. The issue was noticed during reprocessing. The device was returned and an evaluation revealed foreign debris protruding from the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no procedure and patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was protruding from the air/water nozzle, however, the specific material could not be identified and the cause could not be specified. Olympus will continue to monitor field performance for this device.